Event description:
Caller reported an error related to a continuous glucose monitor (cgm), specifically error 42. There was no adverse impact to the customer¿s blood glucose level noted in the report. Technical support provided complete instructions for resetting the pump, and the caller plans to reset the pump when ready, with a follow-up promised if the issue continues.